Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was not working properly. Several attempts have been made to try and ascertain additional information regarding the exact failure mode, and if there was any patient or procedural involvement. Should additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.